Event description:
It was reported that the device keeps alarming 'cassette not attached properly. The customer reattached the cassette and the device was placed on different cassette types and still alarms. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found the upstream occlusion sensor seal was worn and there was fluid ingression damage. Fluid ingression was also found on the latch lock flex. During the functional testing, the customer reported issue was able to be duplicated. The downstream occlusion (dso) sensor failed testing. No fault was found with the upstream occlusion sensor. The fluid ingression was most likely what caused the sensor to fail. The dso sensor, upstream occlusion seal and latch lock flex were all replaced.